Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow-up in clinic. It was noted that the right ventricular lead noise was oversensed as high ventricular rate episodes. Pocket manipulation and isometrics produced fine noise on the egm. The patient reported no symptoms associated with this issue and will be monitored on merlin.net and will be seen in clinic at regular scheduled appointment dates. No reprogramming was performed.